Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found touch screen error e333. Based on the results of the investigation, it is likely that the following led to the malfunction: a disconnection between the printed circuit board and the touch panel. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had a touch screen failure. The issue occurred prior to use for an unspecified diagnostic procedure that was completed with the same device. There were no delays and no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.